Event description:
It was reported that a patient noticed that the carpet was soaking wet during draining using a disconnect y set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection with naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a simulated therapy were performed and the device was found to meet product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.